Manufacturer narrative:
A field support representative was sent to the site but was unable to replicate the issue.

Event description:
It was reported that there was image loss on the monitor. The image loss was for less than 5 seconds. There was no patient injury or other adverse health consequence.